Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 678717-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included discomfort, bacterial vaginosis, vaginal discharge, fibroids, uterine leiomyoma and adenomyosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), mental disorder ("psychological or psychiatric problems condition: planning to have more children but unable due to complications"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), pain in extremity ("leg pain") and back pain ("back pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, mental disorder, dysmenorrhoea, abdominal pain, pain in extremity and back pain outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, menorrhagia, mental disorder, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pelvic pain. Most recent follow-up information incorporated above includes: on 9-may-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 678717-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included discomfort, bacterial vaginosis, vaginal discharge, fibroids, uterine leiomyoma and adenomyosis. Previously administered products included for an unreported indication: yasmin and iud. Concomitant products included ethinylestradiol;levonorgestrel (levonorgestrel/ethinylestradiol eg), hydrochlorothiazide and sertraline. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), pain in extremity ("leg pain") and back pain ("back pain"). In 2016, the patient experienced depression ("depression"). On an unknown date, the patient experienced mental disorder ("psychological or psychiatric problems condition: planning to have more children but unable due to complications"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, mental disorder, dysmenorrhoea, abdominal pain, pain in extremity and back pain outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, depression, dysmenorrhoea, menorrhagia, mental disorder, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event: depression were added . Historical drug and concomitant drugs were added were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure (batch no. 678717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included discomfort, bacterial vaginosis, vaginal discharge, fibroids, uterine leiomyoma and adenomyosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), mental disorder ("psychological or psychiatric problems condition: planning to have more children but unable due to complications"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), pain in extremity ("leg pain") and back pain ("back pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, mental disorder, dysmenorrhoea, abdominal pain, pain in extremity and back pain outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, menorrhagia, mental disorder, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pelvic pain. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs received :lot number added. Aka name added, reporter added, patient demographic updated, event injury nos is replaced with pelvic pain. Case become valid. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), dysmenorrhea, psychological disorder, abdominal pain, leg pain, back pain. Medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.